Event description:
It was reported that during a thyroid procedure, on the third and eighteenth clip, the clip applier did not load properly. When squeezed no clip formed and a fully open clip dropped out of the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? Not sure a vessel near the thyroid. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Both the analysis. Results of the device found that it was received empty and locked out. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.